Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the pump noted during testing. The insulin pump was received with cracked case at display window corner, reservoir tube lip and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 78 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to sweat prior to the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.